Event description:
A right heart catheterization was performed. The primary reason for the procedure is unknown. Attempts were made to compare readings from the cardiomens hospital unit to the right heart catheter. Readings were unable to be obtained due to signal acquisition issues and the procedure was discontinued due to patient back pain. The back pain was not attributed to the device or procedure. Review of the patient care network database confirms the sensor was not recalibrated. There were no adverse consequences reported.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.